Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis also develops progressively over time and can be due to a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 71 yers old patient with a valve model 7300tfx25 implanted in the mitral position underwent a valve in valve procedure after an implant duration of approximately one (1) year and eleven (11) months due to stenosis and insufficiency (grade iii). Valve presented mean gradient (5mmhg), velocity 0,7, valve area of 0,25 cm2, leaflet mobility good and only one leaflet perforated. Patient presented with shortness of breath before valve replacement. A 26mm transcatheter valve was implanted within the pre existing edwards surgical device with perfect result. The patient was noted as to be hospitalized in stable condition after the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b5, g3, h6 (device code).